Event description:
During a follow-up, a decrease in sensing and increase in capture threshold were observed. The sense/pace portion of the lead was capped. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.